Manufacturer narrative:
Unique identifier (UDI) #: manufacturing date UDI will be provided after the evaluation is completed. Initial reporter phone no.: office: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix empty eva (ethylene vinyl acetate) bag leaked from the middle butterfly port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 25, 2022 and august 26, 2022. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.